Manufacturer narrative:
Insulin pump received with blank display, due to corroded battery tube. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported a blank display after replacing his battery. He stated that the display does not return after he inserts a new battery. He also stated there was no physical damage or moisture exposure to the insulin pump. Customer's blood glucose was 300 mg/dl. The customer stated he was able to bolus with the insulin pump to treat for his blood glucose. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.